Event description:
Patient was implanted with 12 hole lcp plate and screw construct on (B)(6) 2013 for a fractured humerus. Post-operative follow up determined that the fracture was failing. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. Patient was revised with other synthes hardware. This report is for an unknown cortex screw. This is 6 of 11 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.